Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case near a display window corner, and a cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive. Customer stated they are unable to get past the main menu. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped, but they lived in a humid environment. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 217 mg/dl at time of reporting. Nothing further reported.